Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated that he wasn't sure if he was connected before starting the initial drain. The hp stated that there were bubbles in the patient line. The technical service representative (tsr) suggested that the hp end therapy and start over with new supplies. The tsr assisted the hp to end therapy. Product surveillance contacted the nurse on (B)(6) 2010 regarding air in the patient line. According to the nurse she was not aware of this event, however, the patient has been seen since and has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The report for a low drain volume alarm (with air in the patient line) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The labeling review was found to be adequate for the potential use error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04783, 3005099803-2010-04785, and 3005099803-2010-04799 address the other devices.it was reported to boston scientific corporation on (B)(4) 2010 that an endostat foot switch was used during a polypectomy procedure performed on (B)(6) 2010.according to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later, the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate generator were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed.the patient's condition at the conclusion of the procedure was reported to be fine.